Manufacturer narrative:
(B)(4). Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. However, pump unable to perform the displacement test and occlusion test due to missing retainer. However, unexpected replace battery and replace battery now alarm noted in the pump history due to connector resistance (j6 pcb 1). The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6 pcba 1, pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for insert new battery within 30minutes after insertion of new battery. Customer¿s blood glucose was unknown at time of incident. Customer states that even after reset problem did not resolve. Insulin pump will be return for analysis.